Manufacturer narrative:
Concomitant medical products: product ID: 3708140aa, serial# (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2015, product type: extension. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2015, product type: extension. Product ID: 377845, lot# v001580, product type: lead. Product ID: 377845, lot# v001580, product type: lead. Product ID: 37752, serial# (B)(4), implanted: (B)(6) 2006, product type: recharger. Product ID: 37742, serial# (B)(4), product type: programmer, patient. Product ID: 3708140aa, serial# (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2015, product type: extension. (B)(4).

Event description:
The manufacturer's representative (rep) reported that during the end of service (eos) battery replacement procedure, the extension broke. During the procedure, the extension would not come out of the port and then was damaged. They tried to get the extension out, but it was stuck. The extension was completely explanted on the day of the report and was replaced with a new extension. At the time of the report, the issue was resolved. Relevant medical history included post lumbar laminectomy syndrome.